Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the power PICC was placed on (B)(6) 2019. Leakage from the extension tube was found on (B)(6) 2019. When the catheter was checked, a spilt was found on the extension tube. There was no reported patient¿s injury.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, labeling, and applicable manufacturing records. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed from one of the two videos that were provided for investigation; however, the cause of the leak could not be determined. One video showed a powerpicc sv inserted in a patient. The insertion site, molded hub, and the distal segment of the extension leg were covered with a dressing. A non-vad injection cap was attached to the purple connector. What appeared to be blood was visible in the extension leg. A clear fluid was exiting the side of the extension leg. The other video showed the purple extension leg and purple connector in a transparent plastic bag. What appeared to be a breach was observed in the extension leg. The breach was in the area where fluid was leaking in the other video. The characteristics of the breach in the tubing could not be discerned from the videos. Since the leak was observed in the video, the complaint was confirmed, but the cause of the damage could not be determined without the physical sample.

Event description:
It was reported that the power PICC was placed on (B)(6) 2019. Leakage from the extension tube was found on (B)(6) 2019. When the catheter was checked, a spilt was found on the extension tube. There was no reported patient¿s injury.